Event description:
Physician reported, a rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flow opening. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported a rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
F2203. Continued e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.